Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The received implant is ev 4,2x 11, not tx 4,0 and the implant does nor show any fracture or crack, nor is a fragment stuck inside. The brand name, catalog number, 510(k) number and coding have been updated in this report.